Event description:
It was reported that a motor rate clutch error was experienced.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case and bottom case were cracked. A review of the event history log identified motor rate error and check clutch/plunger lever. During functional testing using the occlusion test, motor rate error and check clutch error was found during occlusion test. The worm coupling did not operate as intended. A combination of lead screw and both clutch halves were found slipping, old, dirty and worn out. The root cause caused by normal wear due to the pump being over 10 years old. The worm coupling, worm gear, lead screw and both clutch halves were replaced and performed preventative maintenance and all functional testing.